Event description:
It was reported that a cadd® cadd-legacy® pca pump does not alarm when volume empty. No report of patient injury.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked front and rear housing and a scratched screen. Functional testing included use testing. The pump was powered on and the "double beeping" was unable to be replicated. The downstream occlusion sensor was replaced as a preventative measure and the housing was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
It was reported that this ambulatory infusion pump was beeping every time the patient moved around or bent over and continued beeping when the patient was in an upright position/standing. Th patient reported that there were no kinks in the tubing. The patient replaced the pump without any issue and did not experience any adverse events. The device error occurred while in use. It has not caused any harm to the patient.